Event description:
This unit was returned to co's facility for repair. It was noticed by repair technician that the power actuator showed signs of over-heating. Non injury, lifter was not in use. When unit was rec'd, repair tech noted that the foam packing had burned, and there was heat damage to the outer casing.